Event description:
Info rec'd indicates when the brakes were engaged the casters did not hold. The bed would move 3 to 4 inches when the brakes were engaged.

Manufacturer narrative:
The tech found that the locking teeth were worn causing the brakes not to hold. The tech replaced the casters and detent mechanism to repair the bed.